Manufacturer narrative:
Although requested, the affected product has not been received. A follow up report will be submitted with investigation results should the devices be received for evaluation.

Event description:
The customer reported that during set loading within 1-2 minutes of use, the nurse inserted the IV tubing into the alaris pump chamber and observed a leak just below the upper fitment. No patient harm was reported.

Manufacturer narrative:
The customer¿s report of set leaked at upper fitment was confirmed. Visual inspection of the set noted that the silicone segment had a tear near the upper fitment. Examination under magnification noted no crush marks to the upper blue fitment. No other anomalies were observed. Functional testing confirmed leaking from the same location near the upper fitment. The root cause of the tear was not determined.

Event description:
The customer reported that during set loading within 1-2 minutes of use, the nurse inserted the IV tubing into the alaris pump chamber and observed a leak just below the upper fitment. No patient harm was reported.